Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Extraneal and physioneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported, on an unknown date the patient recovered from the peritonitis event. On an unknown date, due to an unrelated medical condition, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remains hospitalized. Should additional relevant information become available, a supplemental report will be submitted.